Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a roux-en-y procedure, the fellow fired echelon flex powered plus stapler with reload 60mm gold staple. Stapler stopped working on retraction, emergency release lever was used to remove the stapler. A new stapler opened, surgery was successfully completed, and there was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4) date sent: 4/8/2021 h6: component code = g04 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with one gst60d reload loaded on the device. The reload was received fully fired. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload, however did not achieved and complete firing sequence. The device was again tested for functionality by manually pressing on the door right above were the firing switch actuator is located, this time the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The test door was removed and it was noted an intermittent function of the switch as the device would only operate when the switch is manually pressed down. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, evidence of corrosion were noted on the articulation mechanism. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the firing switch actuator has been correlated to a manufacturing process. There was an out-of-specification issue with components that affected the functionality of the firing switch actuator. For articulation damage, one possible cause for this condition may be exposure to the cleaning solution.